Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in argentina it was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set tape was not sticking. The patient replaced the infusion set. No further information available.